Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed as the evaluation of the returned device did not show any malfunction or damages at the jaw and the device is still functional. However, further evaluation revealed the palm spring is missing the device.ncr-20377 and CAPA-00377 were opened for this issue. This is a known manufacturing issue.

Event description:
It was reported that the device does not close well. This was noted after the surgery. There was no harm or adverse event for patient, operator or third party reported. No further information received.